Event description:
It was reported that air bubbles were observed within the infusion set tubing, there was no adverse impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.